Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Please disregard the previously submitted medwatch forms. After the field service representative (fsr) allowed the batteries to charge, the unit operated as intended, therefore, a complaint was not needed.

Manufacturer narrative:
Per data log analysis, the power manager showed it was powered up on 21-nov-2018 with a central control monitor (ccm) attached. The next power up was on 17-apr-2019. The first power manager system status on 17-apr-2019 showed battery capacity at 10/16. The next status showed battery capacity at 0/16 due to the calculated storage time. There was one power up between 21-nov-2018 and 17-apr-2019 but no ccm was attached so the power manager never got a date to update storage time. The logs confirmed the complaint but there was no indication of a hardware issue with the system.

Manufacturer narrative:
Per fsr, the logs showed the unit had not been powered on since (B)(6) 2019. The batteries were charged overnight. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during installation of the device, the batteries were less than 1.0000 amp hours (ah). There was no patient involvement.